Manufacturer narrative:
No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. (B)(4).

Event description:
An optometrist reported a bilateral case of photosensitivity at four days post lasik treatment. Reporter indicated the patient stated he had not started on steroid drops, and used only three antibiotic drops post op. Reporter noted the patient was placed on a tapered topical steroid eye drop dosage. Attempts have been made to obtain additional patient information; however, at this time no additional information has been received. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.